Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of event was 479 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. It was unknown if auto mode was activated or not at the time of event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Information received by medtronic indicated that the customer also reported a difference in sg compared to bg which resulted in insulin delivery threshold suspension. Troubleshooting was performed. The product (sensor) will be returned for analysis.